Event description:
It was reported following a pump replacement, the patient experienced an overdose. The patient was in a coma for 8 days and experienced loss of oxygen to the brain. Ever since the event, the patient experienced eye problems. The pump was used to deliver dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 8709, lot# j0056577r, implanted: (B)(6) 2000, product type: catheter. (B)(4).